Event description:
The user facility reported that during a patient procedure their 4085 surgical table slowly moved into trendelenburg position without being commanded to do so. The procedure was completed successfully, and the table was removed from service. No report of injury or procedure delay.

Manufacturer narrative:
A steris field service technician arrived onsite to inspect the table and was unable to recreate the reported event. No issue with the function or operation of the table was identified. As a precautionary measure, the technician ordered a replacement trendelenburg cylinder to be installed. Based on the description of the event and the technician's inspection, the cause of the reported event may have been caused by a hydraulic drift. The technician installed the new trendelenburg cylinder, tested the table, confirmed it was operating according to specification, and returned it to service. No additional issues have been reported.